Event description:
On (B)(6), 2023, the user contacted dario to report high blood glucose (bg) readings. The use reported that on (B)(6), he received a bg reading of 562 mg/dl from his dario meter. Due to the above, the user went to the ER, where they tested his bg level with the hospital's bg meter and it was found to be 104 mg/dl. The user reported that ten minutes later, the user's bg level was tested again, and he received a bg reading of 594 mg/dl from his dario meter compared to a bg reading of 99 mg/dl from the hospital's meter. The user stated that the doctors checked the user for a possible heart attack due to the user's high bg readings, and was also treated for dehydration. The user was then sent home.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another" in addition, it was also determined that the user was using alcohol wipes before testing. Dario's user guide states in the section factors that interfere with blood glucose testing: "alcohol can affect test results". As of this date, this case is still in progress. If additional information is received at a later date, a follow up report will be submitted. The high bg readings may have been due to misuse of the strips. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.